Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd glass. Unit was received with cracked select button keypad overlay and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was cracked. Customer's blood glucose level was 9.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.